Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6. Device evaluation: analysis of the returned device identified: creases flat, opening curved and brown particles on the shell. Leak test and microscopic analysis was performed which identified: sharp broken on plug strap and sharp opening on valve bold edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp broken on plug strap assessed as an unidentified (tear) opening. A sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.